Event description:
Difficulty communicating with the pump with the patient programmer (ptm) was reported. It was suspected that the pump was flipped in the pocket. A few days later, a flipped pump was confirmed, the pump was rotated by the nurse practitioner, and they were able to communicate between the ptm and the pump. The patient was noted to not have experienced any symptoms, and she was scheduled for a return visit. The medication used within the system was morphine. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted when further information becomes available.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8591-38, lot # d09392, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Additional information received: it was reported the pump was refilled and/or programmed on (B)(6) 2012. It was also reported the flipped pump required surgical intervention on (B)(6) 2013. A dacron pouch was added to secure the pump. The pump flipped in the pocket on (B)(6) 2013 and was diagnosed by fluoroscopy on (B)(6) 2013. The event was possibly related to the implant procedure. The patient had decreased pain coverage. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).